Manufacturer narrative:
Attachments; corrected data; initial MDR inadvertently omitted spreadsheet with patient information for each case in article.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
Article received, titled "does a week of post-operative antibiotic prophylaxis reduce the rate of infection after vagus nerve stimulator surgery?" Regarding patient¿s with infection. Results show 5 infections occurred in the 570 vns operations that were identified from jan 2009 to sept 2018. The infectious organism was (B)(6) the 5 patient ages were 8, 18, 18, 35, 37. Two patients had developed an infection that had required removal of the entire system after a new implantation operation, one who had received antibiotic prophylaxis for 1 week and one who had not. Three patients had developed an infection after generator replacement for end of service; all 3 patients had been given 7 days of antibiotic prophylaxis. A washout was performed for 2 of these patients who had isolated superficial infections with no further need for revision or device removal after concurrent antibiotic therapy. The generator alone was removed from 1 patient because of infection. The organism had been (B)(6) in all 5 cases of infection the article notes that no identifiable patient information was included in the present study therefore no further relevant information has been received to date. One of the 5 cases correlated with a patient infection reported in MFR report #1644487-2011-02286.